Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra resilia (s3ur) valve in the aortic position in a patient with bilateral iliac stents. The CT was sent to edwards prior to the right iliac implant, however the local edwards field team was only aware of the left iliac stents and provided carotid access to the transcatheter aortic valve replacement (tavr) team. The interventional cardiologist (ic) planned to go right transfemoral artery. The clinical specialist (cs) questioned access and was then made aware of the 7m iliac stents that were implanted in the right iliac in may of this year. The patient was prepped and the ic got right common femoral (rcfa) and left common femoral artery (lcfa) access. A 16f dilator was inserted into the rcfa and removed without incident. A 14f esheath+ was inserted into the rcfa without incident and the 23mm commander delivery system (ds) with valve was prepped per IFU and inserted into the 14f esheath+. The ic advanced the ds into the 14f esheath+ and was met with resistance and increased push force. Ic stopped, panned down to visualize the device. The ds appeared to be intact and in the esheath+. They re-attempted to advance the ds with the same result. Rotoglide was injected through the side port and again they attempted to advance the ds with minimal success. Rotoglide was again injected into the side port and attempted to advance the ds with no success and bent the flex catheter. The decision was made to remove the ds and esheath+. A second kit was prepped per the IFU. A second 14f esheath+ was inserted into the rcfa without incident. Proactively the ic injected rotoglide into the side port of the 14f esheath+. The ds with valve was inserted into the esheath+ and advanced and the ic again met resistance with increased push force and stopped. The ic believed that the ds was getting stuck at the distal end of the 7mm iliac stent and that the esheath+ was constrained by the stent and therefore not expanding to allow passage of the ds. The ic asked to upsize the esheath+ to a 16f. Prior to inserting the 16f esheath+, the ic used a percutaneous transluminal angioplasty (pta) balloon (non-edward's product) in the 7mm right iliac stent in attempt to expand it. The 16f esheath+ was prepped per IFU and inserted into the rcfa. The ic again met resistance multiple times when attempting to advance the esheath+. Fluoroscopic visualization showed that the esheath+ could not be advanced into the 7mm stent. The ic at this point consulted with a vascular surgeon. The vascular surgeon was present, aware of above mentioned and suggested ballooning the stent while advancing the esheath+. They assisted without success. The vascular surgeon then suggested using the lcfa with the 8mm stent. The ic expressed concerns regarding the complications post left iliac stent placement, however the vascular surgeon felt that it was the better option. The 16f esheath+ was removed and appeared that the seam was bunched up on the sheath shaft related to the ic attempting to advance it into the 7mm stent. A second 16f esheath+ prepped per IFU and inserted into the lcfa without incident. The team flushed and re-prepped the second ds with valve. The ds and valve were inserted into the 16f esheath + and advanced into the descending aorta without incident. Valve alignment was performed, ds advanced to annulus and the flex catheter was pulled back. Under fluoroscopic visualization, when the flex catheter was pulled back, the team noticed that there was a piece of the delivery system stuck on the balloon. They did not attempt to inflate the balloon and the ds were removed from the patient. The sheath distal tip was intact upon removal. Another ds/thv was prepped per IFU. The ds with valve was inserted into the esheath+ and advanced without incident, valve alignment performed and ds with valve were positioned across the annulus and the flex catheter was pulled back. The patient was paced at 200bpm and the 23mm s3ur was deployed. The patient returned to baseline rhythm and blood pressure. Post deployment implant depth of 80/20, no effusion, paravalvular leak (pvl) or central regurgitation. The cath gradient was 0mmhg. The patient tolerated the procedure well with no vascular complications reported related to ew esheath+ or ds. The patient left the ccl in stable condition. There was no damage to the first and second 14f esheath+'s. The delivery system with the broken flex tip and the 16f esheath+ will be returned.

Manufacturer narrative:
The investigation is ongoing.